Manufacturer narrative:
Date of event is approximated to (B)(6) 2017, first revision date, as no event date was reported. This event was reported by the patient's legal representation. The implanting and revision surgeon is (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during an anterior and posterior repair, sacrospinous hysteropexy, mid-urethral sling and cystoscopy procedure performed on (B)(6) 2017, for the treatment of recurrent prolapse and stress urinary incontinence. Finding of the procedure includes absence of labia minora and majora consistent with radical vulvectomy. On(B)(6) 2017, the patient underwent sling loosening and cystoscopy with bladder biopsy with indication of obstructed voiding and trigone lesion removal.. A gentamicin was given intra-operation due to urinary tract infection. On (B)(6) 2018, patient underwent sling division and partial excision and cystoscopy with urethral dilation due to urinary obstruction post mid-urethra sling and severe overactive bladder. On (B)(6) 2018, patient underwent fluoroscopic placement of s3 lead for stage 1 sacral neuromodulation. Operative finding includes overactive bladder and fecal incontinence. On (B)(6) 2018, the patient underwent implantation of pulse generator from an unknown manufacturer.